Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), a balloon rupture occurred. The 90% stenosed target lesion was located in the moderate tortuous and calcified mid right coronary artery (rca). During the procedure, the balloon ruptured at 7 atms. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt condition listed as "good."

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors. (B)(4).